Event description:
It was reported that during use of allevyn life large sacrum for prevention over healthy intact skin, the dressing had ripped in half at the tail of the product and a stage 2 pressure injury was developed on the patient. The patient was bed bound and unable to independently reposition herself. The lot involved in the incident is unknown, however, the customer suspects that it could be one of these two: 201809 or 201802.

Manufacturer narrative:
We have now concluded our investigation into this complaint. Unfortunately we have been unable to determine exactly what has caused the dressing to rupture as described and the investigation that has taken place has failed to identify any fault or failure that has led to the reported issue. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Retained samples showed the dressing to be in good condition and the dressing can be used correctly on the skin. If a sample became available, we could carry out further investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.